Event description:
It was reported that the surgeon inserted and removed an aq2003v three piece silicone lens due to a broken haptic. Further info was requested from the surgeon but not yet forthcoming. If any additional info is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B) (4). Evaluation: results: visual inspection of the returned product showed that half of the lens was torn off and missing with evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B) (4).